Event description:
The physician attempted to deploy an endeavor sprint 3.00 x 24 mm rx drug eluting stent to treat a lesion in a patient. The target lesion was in the lad and reported to exhibit moderate calcification, excessive tortuosity with 80% stenosis. The lesion length was 22mm. The vessel was pre-dilated with a 2.0 x 15 mm balloon. Two inflations were carried out at 10atms. The device was advanced to the lesion but it would not pass through the lesion. Resistance was encountered during the advancement and it was reported that the stent did not move easily in the lesion site. It was reported that the struts of the stent were damaged. Another stent was implanted. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the distal tip was flared. The hypotube was kinked 2cm distal to the end of the strain relief. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. No resistance was felt during initial mandrel movement . A strut from the 10th proximal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (moderate calcification, excessive tortuosity with 80% stenosis). No results available since no evaluation was performed (device or cine images have not been sent for review). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (moderate calcification, excessive tortuosity with 80% stenosis). Unable to confirm complaint (device or cine images have not been sent for review). (B)(4).